Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2006. Within twenty hours of the port placement, the patient developed an infection at the port site. Antibiotic therapy was initiated to treat the infection and the port did not require explantation. The patient responded well to antibiotic therapy. The complainant reported that there was no other adverse effect on the patient as a result of the reported procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.